Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During field service installation of the device, the user observed that there were no liters per minute reading on the central control monitor and the centrifugal control module. Since the event occurred during field service installation, there was no pt involvement during this event.